Event description:
Same case as MDR ID: 2134265-2014-06864. It was reported that restenosis occurred. In (B)(6) 2012, the patient had a 90% stenosed de novo lesion located in the right posterior descending artery (r-pda) that was 12mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of a 2.5 mm x 16 mm promus element¿ plus stent. Following post-dilatation, residual stenosis was 0%. In addition, the patient had a 90% stenosed de novo lesion located in the mid right coronary artery (rca) that was 28 mm long with a reference vessel diameter of 2.75 mm. This lesion was treated with pre-dilatation and placement of a 2.5 mm x 28 mm promus element¿ plus stent. Following post-dilatation, residual stenosis was 0%. The patient also had a 70% stenosed de novo lesion located in the proximal rca that was 12 mm long with a reference vessel diameter of 2.75 mm. This lesion was treated with pre-dilatation and placement of a 2.75 mm x 12 mm promus element¿ plus stent. Following post-dilatation, residual stenosis was 0%. In (B)(6) 2014, the patient presented with angina and was hospitalized on the same day. The patient was referred for cardiac catheterization. There was 90% in stent restenosis of the promus element¿ plus stent located in the proximal rca. This was treated with balloon angioplasty and placement of a 2.75 x 12 mm promus element¿ plus stent, with 10% residual stenosis. Additionally, 50-70% stenosis located in proximal rca was treated with balloon angioplasty and placement of a 2.5 x 20 mm promus element¿ plus stent, with 0% residual stenosis. There was also 70% in stent restenosis of the study stent located in the r-pda. This was treated with balloon angioplasty with 10% residual stenosis. During the hospitalization, the subject was diagnosed with idiopathic thrombocytopenia, which was treated with medication and the event was considered as recovering/resolving. Two days later, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).